Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that nearly 1 month after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. Immediate load was not performed and patient presented bone type iii.